Manufacturer narrative:
Further investigation is being conducted and the information if available will be provided in a final report.

Event description:
Pending article, ¿a risk factor analysis of prosthetic vascular graft infection in a large multicenter registry of infrainguinal femoro-popliteal bypasses¿ (gabriel piffaretti, m.d.; walter dorigo m.d.; paolo ottave, m.d.; carlo pratesi, m.d.; patrizio castelli, m.d.; raffaele pulli, m.d.; on behalf of the propaten italian registry group) was reviewed. The paper describes an analysis of the prevalence and predictors of prosthetic vascular graft infection in a multicenter registry. The identified scope of the analysis was over a 14-year period ending in march 2016 using the gore® propaten® vascular graft in 1400 interventions. Primary end point of the analysis was peripheral artery occlusive disease. Secondary endpoints were postoperative amputation and mortality. It was reported in the article that 15 patients experienced graft infection along with an additional surgical procedure.

Manufacturer narrative:
(B)(4). The devices were not returned. Consequently, direct product analysis was not possible. Lot numbers were not available, so manufacturing evaluation could not be conducted. Additional information about this event could not be obtained. As a result, no further investigation is possible.